Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 270 mg/dl and their sensor glucose read 364 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer stated the threshold suspend feature was activated when their blood glucose was 108 mg/dl. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.